Event description:
The allergan device analysis lab reported receiving a port which had a note attached stating the port is defective.

Manufacturer narrative:
Taper ii - visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has not received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number of the device or the implant date and explant dates. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."